Event description:
Contact reports, instrument damage during a scoliosis case, where the patient had a greater than 90 degree curve. Since the anatomy was so curved and rotated, he had to bend the rod with the in situ benders. When he was applying force, the tips of the benders stripped. He then decided to use the other end and he also stripped those. He was still able to bend the rod to the proper curvature but it took extra time. As the delay to the case was in excess of 30-min, an MDR is being filed. Device # 2.

Manufacturer narrative:
Evaluation is ongoing at this time. However, no discrepancies have been found and it appears that the root cause was related to the forces applied to the device during use.